Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Alerts 01 and 02 were confirmed in the data files. Although low flow was not observed during testing. The device underwent pm servicing while in for repair. Circulation pump was serviced. Mixing pump was serviced. Heater was replaced. Drain valves were replaced. Manifold o-rings were replaced due to age. Control panel coin cell was replaced due to age. A final inspection was performed and device passed all performance, calibration, and safety tests and is functioning properly. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. Bmd investigation indicates that the reported issue was unconfirmed. Labeling review and risk review not required. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was getting alert 1 (line open) and alert 2 (low flow), nurse swapped the pads because the clamp on the original set was broke. Nurse stated patient temperature was 37.1c, target temperature was 33c, water temperature was 19.6c, flow rate was 0 l/m. Medium sized arctic gel pads were used. Nurse tried to start the therapy, but the device did not get a flowrate. Nurse walked through drain, disconnected, and reconnected with proper technique. All lines were straight with no bends and kinks. Verified that the fluid delivery line was securely attached. All 4 pads were reconnected. Therapy did not start since the primes and flow rate was 0 l/m. Nurse kept manual control was 8c. The device again had the low air leak alert. Outlet monitor temperature was 21.3c, outlet control temperature was 21.4c, inlet temperature was 22.8c, chiller temperature was 4.9c, water flow rate was 1.2l/m, inlet pressure was -0.8psi, circulation pump command was 100 percent, mixed pump command was 94 percent, system hours were 5151.3, pump hours were 4602.4. Nurse will try to find another device to use and send this one to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 1 (line open) and alert 2 (low flow), nurse swapped the pads because the clamp on the original set was broke. Nurse stated patient temperature was 37.1c, target temperature was 33c, water temperature was 19.6c, flow rate was 0 l/m. Medium sized arctic gel pads were used. Nurse tried to start the therapy, but the device did not get a flowrate. Nurse walked through drain, disconnected, and reconnected with proper technique. All lines were straight with no bends and kinks. Verified that the fluid delivery line was securely attached. All 4 pads were reconnected. Therapy did not start since the primes and flow rate was 0 l/m. Nurse kept manual control was 8c. The device again had the low air leak alert. Outlet monitor temperature was 21.3c, outlet control temperature was 21.4c, inlet temperature was 22.8c, chiller temperature was 4.9c, water flow rate was 1.2l/m, inlet pressure was -0.8psi, circulation pump command was 100 percent, mixed pump command was 94 percent, system hours were 5151.3, pump hours were 4602.4. Nurse will try to find another device to use and send this one to biomed.